Event description:
It was reported that a 500ml eva bag tpn seemed to have particles floating inside the bag. The event occurred during filling of the bag. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received for evaluation filled with tpn. Visual inspection revealed a very small particle in the bag. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device is reported to be available for evaluation; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, or if any additional information becomes available, a follow-up report will be filed.